Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient presented with lead fracture confirmed by x-ray imaging. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was later reported that patient had generator and lead replacement surgery. The impedance was within normal limits after surgery. Suspect device has not been received by manufacturer to date.

Event description:
It was later reported that the explanted products were received into product analysis. Product analysis (pa) for the generator was completed. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation, system diagnostic tests, and a voltage calculation were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. The pulse generator was opened, the measured battery voltage confirmed a near end of service condition. A comprehensive automated pcba electrical evaluation and a battery life calculation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Internal generator data was reviewed and noted that the first recorded high impedance began prior to when it was seen in clinic previously. Lead product analysis was also completed. The lead assembly was returned for analysis due to fracture of lead. The allegation of fracture of lead was confirmed. During the visual analysis of the second portion, coil1 was found to be broken, the coil break and break mate ends appeared dark and pitted. Due to the condition of the ends, the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions was performed during the functional analysis, and no other discontinuities were identified. Three sets of set setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. No obvious point of entrance was noted other than the cut ends of the returned lead portions. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body), and a section of the electrode array were not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected description of event, supplemental #2 report: inadvertently left out information regarding explanted products being received into product analysis. D9. Corrected device available for evaluation, supplemental #2 report: inadvertently left out information regarding explanted products being received into product analysis. H6. Corrected type of investigation, initial report: inadvertently put b17.

Event description:
Provider later reported that patient was experiencing increase in seizures and magnet now not being effective for patient. In clinic patient presented with high impedance, low output current, and ifi battery. Generator was disabled to prevent damage from high impedance and chest x-rays were ordered. Family denies any impact to the generator/lead and no fiddling with generator in chest. Physician noted vns has been very helpful per family in seizure control and magnet was aborting breakthrough seizures in the past. X-rays have not been reviewed by manufacturer to date.